Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's pacemaker and right ventricular (rv) lead from another manufacturer exhibited a low out of range pace impedance measurement and noise. Boston scientific technical services (ts) reviewed the non-sustained ventricular tachycardia events and recommended trying to reproduce the noise with isometrics or pocket manipulation. Ts also discussed fixed sensitivity and programming options. The system remains in service. No adverse patient effects were reported.

Event description:
Additional information was received indicating the noise on the right ventricular (rv) lead was not able to be reproduced and no changes were made to the system. No adverse patient effects were reported.